Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer site. The stm evaluated the iabp unit and was able to confirm the saline spill. The unit was covered with crystallized salt, however the unit was operational during testing. The stm opened the unit to examine the internal components for any traces of saline. The stm notice saline under the power slot interface with lots of salt traces under the board. To fix the issue, the stm replaced the power slot interface. Additionally, the bottom board was covered with saline clusters. The stm cleaned the salt crystals from the iabp chassis. The stm calibrated the unit , and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that saline spilled on the top of the cardiosave intra-aortic balloon pump (iabp). A getinge representative was able to confirm the saline spill on site and will evaluate the iabp for internal damages. The saline spill occurred when the unit was being used as a hybrid, inside the hospital cart. However, no patient was involved and no adverse event was reported.